Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. Return requested. Replacement open spine clamp shipped to site. No parts have been received by manufacturer for analysis. Suspect part not returned to manufacturer for analysis.

Event description:
A site representative reported that their open spine clamp appears to be worn and does not tighten properly. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Lot number and device manufacture date provided.